Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified. Based on the analysis, the alleged unresponsive touchscreen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut down unexpectedly. Subsequently, the pump touch screen was unresponsive and became frozen on the home screen. Customer¿s blood glucose level was less than 400 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.